Event description:
Patient couldn't get his numbers to come up on his freestyle libre 2 sensor so they ended up going to ER on (B)(6) 2024. When they got there his numbers in the sensor read 53, while the hospital read 470. So they discovered that his sensor quit working. He put his new sensor on and got it working fine now. He's going to monitor and do both manual testing and fsl. He is feeling normal now, coming down slowly, this morning his bg was 300 and 240 at 1pm.